Event description:
The complainant indicated that during a routine morning check of complainant's blood glucose complainant's dex meter reported a blood glucose of 65mg/dl. A few seconds later complaint noticed the display reading all "8's" with the first digit missing. Complainant also indicated that while watching the display complaint's result of 65 mg/dl would also be displayed as 365mg/dl. A request was made to return the system for evaluation.